Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. This file represents the perfix plug (device #1), a second emdr file was created to address the second perfix plug (device #2). No allegations has been made against the soft mesh. Not returned to manufacturer.

Event description:
The following was reported by the patient's attorney: on (B)(6) 2009 the patient underwent surgery for implant of an unspecified perfix plug (device #1). It is alleged that on (B)(6) 2016 the patient underwent surgery for implant of an unspecified perfix plug (device #2) and a marlex mesh. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug (device #1 and device #2). The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".